Event description:
It was reported that the patient had to recharge the device every other day. The patient heard that it would be once a week. The patient was told by the manufacturing representative to only get it to half way and then recharge, which was every other day. The patient had a lot of trouble recharging. The patient didn¿t want the device positioned in her buttock because she was losing sensation in her hands and she couldn¿t feel things behind her. The patient couldn¿t use the belt because she couldn¿t fasten the belt behind her. If the patient tried to sit on it, she couldn¿t find it and when she did find it, she would lose it. To get it half way, took 6 hours. It was later reported that the patient still had concerns regarding their device or therapy, but they were working with the healthcare professional or a manufacturing representative. The patient was waiting for an appointment to be scheduled. The implantable neurostimulator (ins) had to recharge every other day for four hours and the patient stated that they were told they would have to recharge once a week for four hours. The patient stated they hate their device and they loved their two devices prior to this one. It was later reported that the healthcare provider (hcp) office told the patient to contact a local manufacturing representative (rep). The device was not doing what it was supposed to be doing and the device had never been programmed or touched since it was implanted. The patient had to charge 4 hours every other day and that was a lot of time. The patient was frustrated and upset.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb5665, implanted: (B)(6) 2003, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 74002, lot# n446455, implanted: (B)(6) 2014, product type: adapter. (B)(4).